Manufacturer narrative:
Concomitant medical products: 407652, lead implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited no capture, high thresholds, and unstable thresholds. The rv lead was capped/abandoned, and remains in the patient. A different lead was implanted. No patient complications have been reported as a result of this event.